Event description:
The customer confirmed the device settings at the time of the event: the set pressure value was unknown at the time of the event, but the pressure display was stable. No gas source other than the uhi-4 was used. A similar event has not occurred with this equipment since the original event.

Manufacturer narrative:
This report is being supplemented to correct a1, d4, d5, d8, g2, h4, h6, and h8. Additional information provided in in h7/h9. A formal investigation was initiated to investigate the root cause. Based on the results of the investigation, a definitive root cause could not be determined at this time. However, the following are considered to be potentially related to the root cause of the event: tube blockage; substantial overpressure occurred due to device failure; although overpressure did not occur due to equipment failure, the measured pressure became a high value. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
This report is being supplemented to provide a correction on h7 section.

Manufacturer narrative:
The subject device has not returned to omsc but was returned to the service department of oekg for evaluation. The service department of (B)(4) checked the subject device but could not duplicate the reported phenomenon. It was done the proper test and it was not found out any malfunction. The subject device met all limits in the inspection procedure. The subject device can exceed the set pressure maximally by a 4 mmhg. When an actual pressure is higher by 5 mmhg than the set pressure, excessive pressure alarm is indicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was found that the cavity pressure exceeded the set value of the subject device without any alarm via talking with the person in the service department of olympus (B)(4). It was occurred at the very end of the unspecified therapeutic procedure. The user put the subject device away and has not used anymore. The occurrence date of the event is unknown. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Since there was no abnormality of the subject device at olympus europe se & co. Kg (oekg) evaluation and omsc could not inspect the subject device, it could not be identified the cause of the reported phenomenon. However omsc surmised there was the possibility this phenomenon was attributed to the following causes; -temporarily malfunction of the subject device might have occurred. -the measured value might have instantaneously exceeded the set value, but might have immediately returned to the range of the set value. If additional information becomes available, this report will be supplemented.